Event description:
The pt has reportedly experienced ongoing sound quality issues and poor performance with use of the device. Programming changes were made; however, this did not resolve the issue. Testing showed that the device is functioning. Device revision surgery will be scheduled.

Manufacturer narrative:
The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occured during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The devic failed the residual gas analysis test. The device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feedthru hermeticity issue from one feedthru vendor. A corrective action plan has been implemented. Feedthru assemblies from this vendor are no longer used. This is the final report.